Manufacturer narrative:
(B)(4). The pump was received with stained keypad overlay, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, case cracked behind the pump near the battery compartment and cracked battery tube threads. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir compartment was chipped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.